Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported conditon.

Event description:
Evaluate missing internal parts - switch/bracket, diaphragm socket, needs case. Scrapped repair order 97154 from s&r: the missing parts meant the unit can turn on but cannot be activated. The customer declined to send the parts. Leep system 1000 esu gen 52969 e-complaint-(B)(4).

Manufacturer narrative:
Investigation inspect returned samples *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 5/14/2006 under wo #(B)(4) and shipped on 6/30/2006. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage. Internally, the unit was missing parts. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause is being attributed to end user handling error. The device has been in service for 15 years with no history of being serviced. With the complaint requesting an evaluation and finding internal components were missing it is determined the end user altered the device. Corrective actions the unit was scrapped out per customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No training required. *was the complaint confirmed? Yes.

Event description:
Evaluate missing internal parts - switch/bracket, diaphragm socket, needs case. Scrapped repair order (B)(4). From s&r: the missing parts meant the unit can turn on but cannot be activated. The customer declined to send the parts.